Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's nurse reported via phone call that the insulin pump the customer was hospitalized due to diabetic ketoacidosis. Customer's blood glucose value was unknown. The customer's nurse stated that insulin pump was not working. The device will not be returned for analysis.